Manufacturer narrative:
The bipolar forceps were returned for the evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. The investigation verified the complaint by the customer as valid. Evaluation identified one of the wires was broken at the end of the tube. No manufacturing defect was found. It was determined that the issue was probably due to a bad handling of the device during the storage or the reprocessing, which weakened the device. The instructions for use (IFU) instructs the user to "inspect components for any damage. If damage is observed, do not use the instrument until it is repaired."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the jaw of bipolar forceps (cev134) broke in the patient during surgery. It was retrieved quickly by the surgeon. The product was in contact with the patient. No patient injury or death was alleged; the event did not lead to an increase of surgery time.